Event description:
The physician reported that seven days after treatment with cosmoplast in the nasolabial folds, vertical lip lines, and marionette lines, the pt presented with bumps on the upper lip. The physician prescribed minocin to prevent infection and hasten the resolution of symptoms. The pt is allergic to sulfur, takes herbs and hormone medication daily.

Manufacturer narrative:
.